Manufacturer narrative:
E1:patient city: (B)(6). Patient country: canada. This MDR is being submitted under unomedical's ongoing complaint remediation efforts associated with CAPA #1832980, which includes the retrospective review of complaints and the remediation of complaint records and MDR submissions for 2024-2025. Convatec will continue to track and monitor such complaints according to unomedical's complaint handling and CAPA procedures.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set detachment event on (B)(6) 2023. The site of detachment was tubing connector. The infusion set was in use for two days. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.